Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of device/perforation (fallopian tube)") in a 40-year-old female patient who had essure (batch no. 789029, 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and breast cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (underwent procedure to remove essure device). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia and migraine outcome was unknown and the headache had resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: right tube # of coils visualized: 3. Left tube # of coils visualized: 1. Batch number: 789028 exp date:2013/10 man date:2010/10. Batch number: 789029 exp date:2013/10 man date:2010/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of device/perforation (fallopian tube)") in a 40-year-old female patient who had essure (batch no. 789029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and breast cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (underwent procedure to remove essure device). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia and migraine outcome was unknown and the headache had resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: right tube # of coils visualized: 3. Left tube # of coils visualized: 1 . Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migraines/headaches, migration of device, pain, perforation (fallopian tube). Concomitant disease, lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of device/perforation (fallopian tube)/ migration of essure device location of device: shifted with perforation of my tube") in a 40-year-old female patient who had essure (batch no. 789029, 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and breast cyst. Concomitant products included bupropion (wellbutrin) since 1995 and fluoxetine hydrochloride (prozac) since 1995. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced blindness ("vision loss"). The patient was treated with surgery (hysterectomy ). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, menorrhagia and headache had resolved and the migraine and blindness was resolving. The reporter considered blindness, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: right tube # of coils visualized: 3. Left tube # of coils visualized: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed total blockage batch number: 789028, exp date:2013/10, man date:2010/10. Batch number: 789029, exp date:2013/10, man date:2010/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: new pfs received- new event vision loss was added. Outcome of events migraines, headaches, vision loss from unknown to recovering/resolving dysmenorrhea, abnormal bleeding from unknown to recovered/resolved were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramps") in an adult female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On 14-may-2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (underwent procedure to remove essure device). Essure was removed in june 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and vaginal haemorrhage to be related to essure. The reporter commented: right tube # of coils visualized: 3. Left tube # of coils visualized: 1 . Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter and essure lot number 789028 were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramps") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (underwent procedure to remove essure device). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and vaginal haemorrhage to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.